Event description:
During the sinuplasty portion of surgery, two successful passes with a 7x16 sinus balloon were completed. On the third pass of the balloon, the balloon failed to inflate. The balloon was removed from the patient. At the back table, the scrub tech tried to inflate the balloon. Sterile water leaked out from the balloon area and the balloon did not inflate. The balloon was then handed off to rn/circulator in the room. A new 7x16 sinus balloon was opened and used to complete the case. There was no injury to the patient or to the staff involved in the case. The surgeon does not know why this occurred. All staff involved in the case are experienced in using this type of equipment. The surgeon did not encounter any difficulty or change in the way that the equipment was being used between the first, second, or third pass. Staff report that they have had no other difficulties with this type of equipment.